Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that "the convex was off center on 3-4 wafers". The wafers were not used. No further information or photographs depicting the reported issue were provided.